Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he inserted the sensor this morning and was driving all day on a road trip. Customer stated that his pump kept going into threshold suspend and it would not stop. Customer turned the sensor feature off and then had a car accident due to a hypoglycemic event. Customer stated that the threshold suspend was on when his blood glucose was 180 mg/dl. Customer stated that he is currently not wearing the sensor right now. Customer was hospitalized on (B)(6) 2015 with a blood glucose level of 36 mg/dl. Customer stated that he was in a vehicular accident and he was the driver. Customer stated that he changed the infusion set the day before the incident. Customer was advised to speak with his health care professional regarding the low blood glucose. Customer was advised to monitor the pump. Customer declined sensor replacements. Customer was driving from (B)(6) to (B)(6) in because his mother had been placed in hospice and she has recently passed away.